Manufacturer narrative:
Reported misassembly; actual device has not been received for evaluation.device has not been received for evaluation. However, three sealed devices were returned of the same model and lot number. All three sealed devices were returned for evaluation and were assembled correctly.

Event description:
It was reported that the blue line had the hub labeled proximal injectate hub; however, on the catheter it corresponded to the distal lumen. When the physician infused a bolus of solution, it exited from the distal lumen rather than the proximal lumen. Inversely, the yellow extension line labeled pa distal was connected to the proximal lumen of the catheter. No patient complications were reported. Because the reported extension tube misassembly idenitifies where the catheter tip may be in vivo, a medwatch report is being filed. No patient complications were reported.